Event description:
The customer observed falsely elevated alinity I free t4 for one patient. The following results were provided (reference range 8.0 - 19.1 pmol/l): (B)(6) 2024, sid (B)(6), initial free t4 >64.4pmol/l, the sample initially was repeated a total of five times with error code ec3424 sample aspiration error; repeat result= 16.1 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 - patient identifier from multiple to (B)(6) update to section b3 - date of event from 9/24/2024 to 9/26/2024 update to section b5 - describe event or problem to remove patient sid cb312072 as the results have been reported in report 075075re2352483. Update to section h6 - adverse event problem from a090807 to a090809 return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 65500ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 65500ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 65500ud00 was identified.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 for two patients. The following results were provided (reference range 8.0 - 19.1 pmol/l): on (B)(6) 2024, sid (B)(6), initial free t4 (ai20079) >64.4 pmol/l; repeat result= 15.2 pmol/l. On (B)(6) 2024, sid (B)(6), initial free t4 >64.4pmol/l, the sample initially was repeated a total of five times with error code ec3424 sample aspiration error; repeat result= 16.1 pmol/l. There was no impact to patient management reported.